Event description:
On (B) (4) 2008, the customer reported that on (B) (6) 2008, the product disconnected from the titanium adaptor and the product required to be changed for wet contamination. This problem occurred during pt use. No report of serious injury.

Manufacturer narrative:
(B) (4). Per the customer, the sample was not available.